Event description:
It was reported that since using a pelvic floor stimulator the pt felt like she was getting too much medication. The pt experienced "no tone in her legs". The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).